Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the alleged device issue intra-operatively. In reporting a revision, the following intra-operative complaint is mentioned: "difficult revision because good holding of the rod and abg extractor failed (no fesei done)¿"